Event description:
It was reported that the patient became aware of a problem on (B)(6) 2013 and presented to the surgeon with a broken plate on (B)(6) 2013, on which date it was explanted and revised to a nail. This is report 1 of 1 for complaint (B)(4).

Event description:
The original injury was reported to have occurred in (B)(6) 2012.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed. The lot number could not be verified with the part number. A device history record review was performed, lot number could not be verified with the part number.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. Inspection performed during evaluation of the device, against the inspection requirements at the time the part was released, found no irregularities that would have caused or contributed to this condition.